Event description:
Related manufacturer report number: 2017865-2022-19474. During remote follow-up, noise resulting in oversensing was observed on the right ventricular channel. Abbott technical support was contacted, confirmed the event and suggested provocative testing to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated diagnostic imaging was previously performed and revealed no anomalies.